Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for a right atrial automatic threshold (raat) test higher than programmed or suspended. Technical services (ts) was contacted and reviewed the available data. Additionally, it was noted that the device appeared to have loss of capture (loc) in the right atrial (ra) channel. This ICD remains in service. No adverse patient effects were reported.